Event description:
Patient's mother contacted dexcom technical support on (B)(6) 2015 to report intermittent out of range signal on (B)(6) 2015. Dexcom technical support had the patient's mother perform a paperclip reset, the reset was unsuccessful. The patient's mother did not report any injury or medical intervention.

Manufacturer narrative:
(B)(4). Subsequent to the initial MDR, the complaint transmitter device was not returned to dexcom. The share direct pediatric receiver device (part number str-pr-pnk/serial number (B)(4)lot number 5198377), used with the complaint transmitter device, was returned on (B)(6) 2015. The returned complaint share direct pediatric receiver was visually inspected and no defect was found. Functional testing was performed and the reported fault could not be reproduced and there was no failure detected. The device was determined to be operating within the required specifications without malfunction. Evaluation of the returned receiver and review of the downloaded data log confirmed the reported event of an intermittent out of range signal. A definitive root cause could not be determined.

Manufacturer narrative:
(B)(4).